Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a follow-up, post-sensed t-wave oversensing on the ventricular channel was observed via stored egm. Physician elected to cap and replaced the lead due to low r-wave amplitude. The patient was in good condition post-procedure.